Manufacturer narrative:
A maintenance technician authorized by maquet, visited the hospital and found that the front pivot of the spring arm was broken. He replaced the spring arm with a new one. This malfunction was previously addressed in the u.s through the device correction. (B)(4). Maquet sas provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
During an operation, the team heard a strange noise from the arm of the surgical light, and someone moved this light aside. During the movement, the light has fallen to the ground. The customer did not report any injuries. (B)(4).